Manufacturer narrative:
Technician found the bed in "down" storage area. Bed had a note saying "head won't stay up." Technician found that the head of the bed was drifting down slowly due to a faulty CPR valve. Replaced CPR valve to resolve this issue.

Event description:
Technician found the bed "down" storage area. Bed had a note saying "head won't stay up".